Event description:
Material: unknown. Batch#: unknown. It was reported that the bd needle broke, the following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Caller reported while filling the cartridge the needle broke off inside cartridge. Bd integra 3ml 25 gx 5/8 inch needle.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) correction: following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.